Event description:
During baxter's functional testing, it was found that a spectrum pump did not auto-restart after the experience of a downstream occlusion alarm. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the reported the symptom of won't auto-restart after downstream occlusion alarm through observation of the event during functionality testing, but could not reproduce it during eval. Eval tested the device by inducing a downstream occlusion, and the device was able to auto-restart as designed. The unit was calibrated to ensure continued accurate downstream occlusion detection.